Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The around 80% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced through a 6f guidezilla guide extension catheter for post dilation of an implanted stent. When the balloon catheter was being removed, the shaft broke. The catheter was completely removed together with the wire. The procedure was completed with another of the same device without any patient complications reported. The patient status was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device nc emerge mr, (B)(6) 4.00mm x 15mm was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break at the site of the port exchange. Microscopic examination identified the inner lumen was bunched 0.6cm distal to the break site at the port exchange and the inner lumen was stretched (1.2cm in length) 5.4cm proximal to the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The around 80% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced through a 6f guidezilla guide extension catheter for post dilation of an implanted stent. When the balloon catheter was being removed, the shaft broke. The catheter was completely removed together with the wire. The procedure was completed with another of the same device without any patient complications reported. The patient status was stable post-procedure.